Event description:
Ous MDR - it was reported that approx. 30 months after the implantation the measured shocked impedance was out of range (> 150 ohms). During the revision procedure the stylet went through the lead insulation. The lead was cut off and capped. The proximal end was sent for analysis.

Manufacturer narrative:
The provided video x-ray sequence 3 shows, as mentioned in the complaint text, a potential conductor fracture of the lead in the area distal of the lead fixation sleeve. A 23.5-cm long proximal fragment of the lead was available for closer inspection. The returned fragment was examined visually, mechanically, and electrically. The visual inspection detected cuts in the insulation that are probably a result of the explantation. The damage visible in the x-ray image could not be found at the available fragment. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The further analysis of the returned fragment did not show any anomalies that could be related to the clinical complaint. The distal fragment was not available for determining the defect cause. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.